Event description:
It was reported that when 2.75x38mm xience alpine stent delivery system (sds) was opened for use, the stent was missing from the delivery system. Therefore, another unspecified stent was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided. The nmpa report number is (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported missing component was not confirmed; however, a stent dislodgement was noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It was reported that when the stent delivery system (sds) was opened for use, the stent was missing from the delivery system. Analysis of the returned device noted the stent was dislodged and not returned. It is likely that inadvertent mishandling during unpackaging or preparation of the device or during sheath/stylet removal caused the reported missing component (stent) / noted dislodged stent. Additionally, there were crimp marks visible on the balloon in between the balloon markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.